Event description:
New information received notes that further episodes of post-paced t-wave oversensing were observed. Patient was asymptomatic. The device was reprogrammed.

Event description:
It was reported that an asymptomatic patient presented in clinic. The device was post-paced t-wave oversensing. Programming changes to the ventricular post-paced decay delay were made. The device remains implanted.

Event description:
New information notes that during follow-up, post-paced t-wave oversensing was observed. Patient remained asymptomatic. Programming changes were recommended.